Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump may not be alarming no delivery. Customer received a no delivery during bolus, but insulin pump never alarmed. Customer's blood glucose was 512 mg/dl. Customer was not able to troubleshoot due to not having tubing clamp. Tubing clamp would be sent to customer.